Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels. The customer's blood glucose level was over 600mg/dl. Customer reported not being able to troubleshoot due to not feeling well. Customer will troubleshoot when she got home, and call for further assistance. The insulin pump is not being returned for analysis.